Event description:
It was reported that during a vats lobectomy procedure, while firing on the lung tissue with a green reload, one third of the staple line formed and two-thirds milked staples. The staples were pointed, jagged; the line was open and not formed. The surgeon sutured and lifted the sutured line to re-fire the staple line. Buttressing material was not being used. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.